Event description:
This involved a piece of equipment used in the process of an awake fiberoptic intubation. During that process, an epidural catheter is inserted through the fiberoptic scope so that local anesthetic can be sprayed on the patient's vocal cords. There is a disposable yellow portex connector that connects the epidural catheter to the syringe containing the local anesthetic. This connector contains a design flaw such that it occludes the flow of fluid through the catheter. Today's incident was that during the procedure, we were unable to spray local anesthesia on this patient's vocal cords. It did not inhibit the success of the procedure. It was afterwards, upon close inspection of the plastic connector, that the design flaw was noted. The "fix" is noted below. This issue is potentially a wide-ranging problem, as these connectors are used for every epidural catheter in the institution, regardless of whether the catheter is used for airway management or for usual epidurals placed. Suggestions how to avoid, improve, or fix failed process: the connector has as a design flaw. Link to web site: http://www.smithsmedical.com/userfiles/nl/mailings/litpm3061_epifusesheet_a4.pdfif the epidural catheter is inserted 100% completely into the connector, the catheter stents open the tract and fluid can flow through the catheter. However, if the catheter is inserted incompletely, even by ~2mm, the connector pinches off the rubber channel and no fluid can flow. Recommend discussion with manufacturer for re-design.